Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received excessive no delivery alarms from his insulin pump. His blood glucose level was 270 mg/dl. Standard troubleshooting was performed. It was discovered that the alarm occurred shortly after inserting a new battery. The alarm is not recurring during normal insulin pump use. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was tested with a test transmitter and the glucose sensor simulator. The sensor feature worked properly and the low signal alarm feature functioned properly. The insulin pump alarmed for a reset error after the battery installation due to a connector leaking voltage. No other error alarms were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.